Event description:
The physician placed a triple lumen central venous catheter in the patient's right subclavian area. The catheter was in place with the guidewire. The physician tried to pull the guidewire through the catheter and the guidewire unraveled. The physician was unable to remove the guidewire without pulling the entire catheter out. The catheter and guidewire were removed and the procedure was started with another catheter kit. The guidewire did not unravel inside the patient. The patient was unharmed. A new catheter was placed successfully.====================== manufacturer response for kit, central venous line, triple lumen, arrowgard blue plus pressure injectable multi-lumen cvc kit======================manufacturer is awaiting the medsun report. They will contact the hospital regarding arrangements for company review of the product.